Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The reporter contacted lifescan (lfs) customer service on october 27, 2009 alleging that the patient's onetouch ultramini meter started to display the battery indicator in 2009. According to the csr, the battery did not need to be replaced based on the battery life and usage. The reporter claimed that the patient had a seizure twelve days later, as a result of the reported issue. Her blood glucose was "46 mg/dl" on the ambulance's meter and she was treated with food/drink. According to the troubleshooting performed by customer service, the reported issue was not resolved. This complaint is being reported because the patient allegedly became hypoglycemic after the battery indicator issue began. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the patient.